Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Observed sensor tail was cracked and peeling. Abnormal sensor data was observed during data analysis. An extended investigation was performed. The flex sensor was de-cased and visual inspection was performed and hpqe (hardware product quality engineering) observed damage on the antenna trace that was visible under a digital microscope as well as a removed battery and capacitor on the pcba (printed circuit board assembly). The returned sensor was attempted to be scanned on the evm (evaluation module). However, the scan failed. The damage observed on the pcba preventing from communicating with the returned sensor thus smu (source measurement unit), poise voltage and temperature test are unable to be conducted. It has been determined that the damage on the pcba and antenna, which occurred during de-casing in previous phase of the investigation, is the reason for the returned sensor being unable to scan. Ultimately, this damaged antenna trace would prevent the evm and returned sensor from communication. The damage cannot be mitigated therefore, the returned sensor is unable to be tested. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 43 mg/dl compared to readings of 191 mg/dl respectively obtained on a built-in precision and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 4 days. There was no report of death, serious injury, or mistreatment associated with this event.